Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had fallen two times in the week prior to the report. Since the falls, when they turn stimulation up, they feel it but then it will "cut off" and they do not feel stimulation. During the report the patient confirmed that stimulation was on program 4 at 2.1. It was suggested to follow up with their healthcare provider to the have the system checked. The implantable neurostimulator was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.